Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient was not showing in the pyxis machines and users were unable to find in a global search. In epic, the patient appeared to be as admitted, but on the pyxis server it appeared as preadmitted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.